Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system vent plug was "very sticky" after use and took "a lot of force" to remove. The following information was provided by the initial reporter: "vent plug seems very sticky on a few catheters from this lot. Must use a lot of force to take off."

Manufacturer narrative:
H.6 investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9232117. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system vent plug was "very sticky" after use and took "a lot of force" to remove. The following information was provided by the initial reporter: "vent plug seems very sticky on a few catheters from this lot. Must use a lot of force to take off."